Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm product code and lot number involved please provide photos procedure name initial procedure date location and incision size of product application? How the device was used (what layer of tissue and how many layers applied)? What prep was used prior to, during or after dermabond use? Was a dressing placed over the incision? If so, what type of cover dressing used? What was done to address the reaction ? What type of medication? Dose? When (date) administered? Was the product removed? Was another method used to close the incision? Please indicate any additional medical or surgical intervention performed or planned? Was the site cultured? If so, what bacteria were identified? Were any patch or sensitivity tests performed? Do you have the product code and lot number involved ? What is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Patient demographics: initials / ID; age or date of birth; bmi is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Patient pre-existing medical conditions (ie. Allergies, history of reactions) for female patients ask: was the patient exposed to similar products, such as artificial nails was demabond or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported that during an unknown procedure on an unknown date topical skin adhesive was used. Post operatively, when the patient returned to the doctor, as part of a regular post operative visit, the patient complained of a rash and redness around the incision, where the topical skin adhesive was applied. The incision was treated with topical creams and antibiotics and the patient was released. Additional information has been requested.